Event description:
The manufacturer received information that a trilogy evo ventilator gave a circuit disconnected alarm on (B)(6) 2026 at 22:06 and "a ward nurse confirmed that the circuit was not disconnected." It was reported that at 22:10, the patient appeared pale and the nurse called a medical engineer (me). The onscreen ventilation volume was 5-8, and rr was 0. Spo2: 78%, pr: 32. At 22:24, the ventilation volume was changed to 300, fio2 was changed from 25% to 37%. At 22:31, the spo2 recovered to 96%. At 23:05, the patient's heart sounds could not be auscultated, and an on-call physician was called to assess the patient's heart sounds. On (B)(6) 2026 at 23:10, the patient passed away. It was reported that the device continued operating during the event. Resuscitation measures were taken. The cause of death was determined to be hypoxic encephalopathy due to hypoxemia. It was reported that "the me considered that there was no particular causal relationship between the device and the patient harm. However, the hospital has established a medical safety committee and suspects a malfunction of the device." The ventilator was returned to the manufacturer's service center for evaluation. However, final device evaluation information has not yet been reported. When the completed device evaluation becomes available, a follow up report will be submitted.

Manufacturer narrative:
He trilogy evo ventilator was evaluated at the manufacturer's service center. A functional test was performed, and it was confirmed that the device operated properly. Review of the device error log, error code e-25 was noted indicating that "circuit disconnect" occurred was recorded at the reported time. The log confirmed the fio2 prescription setting was changed from 25% to 37%. There were no records indicating device malfunction. Additionally, from the waveform data, records which can be obtained during the device operating such as pressure waveform or flow waveform were observed. A functional test was performed, and it was confirmed that the device passed all testing. The device was disassembled and an internal inspection completed with no abnormalities found. Based on the investigation findings, no malfunctions could be observed in each verification, and it is determined from the waveform data that the device operated properly during the reported time range. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.